Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic. Decreased sensing and loss of capture were noted. No lead displacement was noted via fluoroscopy. Possible issue is unstable lead tip position. The lead was explanted and replaced. The patient is doing fine.